Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the bottom display on the external pulse generator (epg) was not working properly however it was noted that the main printed circuit board (pcb) was contaminated. It was noted that the upper case, encoder assembly, four knobs, lower case, display, display frame, insulator label and one printed circuit board (pcb) screw were all contaminated and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom display on the external pulse generator (epg) was not working properly. The epg was returned for service. There was no patient involvement reported.